Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed based on the on-site evaluation. The cause is traced to a component failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that while a patient was in treatment the 2008k2 machine experienced fluctuating conductivity and a leak was coming from the back of the machine. The patient completed treatment on the same machine without incident. There was no indication of patient harm, or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon inspection of the machine, the technician found that the drainage hose was damaged by the machine connection which caused a leakage in the interior part of the machine. The dc motor was damaged due to leakage from the ultrafiltration pump and from oxidation by the collector bearing. The inlet and outlet water hoses, and the dc motor were replaced. The pressures were calibrated. Machine was tested and disinfected. No leaks present. No sample is available. This report was received from a list supplied by fresenius (B)(4).